Event description:
It was reported that the patient had worsening pain. It was noted that during implant, the interoperative neuromonitoring used caused a flare up of the patients pain. The patient was administered with oxycodone to compliment with the hydrocodone.